Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis confirmed the customer comment regarding the upper and lower cases being broken. It was also noted that the three control knobs, heart wire block, ring cover, three knob springs, and heart wire contacts were contaminated. It was also noted that two side bail covers were broken, the ring was bent and two side bails were missing. Also, the interconnect flex was out of spec.

Event description:
It was reported that the case was broken and the connector was damaged. The device was returned for service. No patient involvement or complications were reported as a result of this event.